Manufacturer narrative:
Calibration and qc were acceptable. No clots or fibrin strands were observed in the sample. The customer did not provide any further data for investigation. A general reagent problem can be excluded as the quality validation data is within expectations. The product is within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). Calibration was last performed on (B)(6)2023. Pinch tubes were last replaced on (B)(6)2023. Liquid flow cleaning (lfc) was last performed on 01-jun-2023. H3 other text : na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result at 12:30 p.m. Was 3.49 pg/ml. This result was reported outside of the laboratory. A 2nd sample was obtained at 1:38 p.m. And the result was 16.32 pg/ml with a data flag. This result was reported outside of the laboratory where a request was made to confirm this result. The 2nd sample was repeated at 3:22 p.m. And the result was 3.32 pg/ml. The patient's report was amended with this result.